Event description:
Patient complained of painful hip following tha. Acetabular cup discovered to be loose. Cup removed and new cup implanted.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. Device evaluation and results indicated that. The reported device was not returned. Medical records received and evaluation review of the x-ray confirmed the event. However also insufficient information was provided for a full evaluation. Device history review. The reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review. There have been no other events for the reported lot ID. The exact cause of the event could not be determined as information such as and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Patient complained of painful hip following tha. Acetabular cup discovered to be loose. Cup removed and new cup implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.